Manufacturer narrative:
The tech ordered hex rod tab for the head caster. No further info is available on the repair of the bed at this time.

Event description:
The tech alleged the head brake casters and steer casters not holding. No pt impact.